Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The index procedure treated a 2.75x28mm, 80% stenosis of the mid lad (left anterior descending). Treatment consisted of pre-dilation, placement of a 2.75x32mm taxus element stent, and post dilation resulting in 10% residual stenosis. Post procedure, elevated troponin levels consistent with a myocardial infarction were noted. No action was taken to treat the event. The investigator assessed this event as not related to the study device.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).